Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed during the initial procedure due zonials broke behind the patient's eye. The lens was fully inserted. Large zonular dialysis after insertion of the toric lens. It could not be remedied by capsular tension ring. An incision enlargement and vitrectomy were performed.